Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 290-308 mg/dl. System checks with tandem technical support confirmed that the pump and cartridge functioned as intended and that the occlusions may have been within the infusion set sites. However, customer maintained that the pump was the cause of the occlusions. Reportedly, customer changed the infusion set to address the issue and ultimately reverted to manual injections for alternate insulin therapy.